Event description:
Additional information was received for this case. The physician elected to implant a valiant stent graft 42x38x150. The endoleak resolved was resolved.

Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology was requested. It was reported that there is a distal type I endoleak, due to disease progression and distal aorta neck dilatation. A recent CT revealed that there was a distal type I endoleak. There was continued disease progression resulting in distal ao rta dilatation. The physician performed a debranching. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine. Review of returned films from 3+ years post-implant revealed that the stent grafts were positioned in the descending thoracic aorta; extending distally just proximal to the celiac artery. The max diameter taa measures 8cm, and there is a distal type I endoleak. The stent graft distal margin od measures 38mm, and the thoracic aorta measures approximately 50mm at that same level. The thoracic diameter at the celiac is 37mm. Near the distal end of the stent graft, a section of an unknown stent (possibly a celiac stent) is seen dislodged; a section of the stent is seen both inside and outside of the sent graft. Earlier post-implant images were not provided. The likely cause of the endoleak appears to be due to disease progression; dilatation of the distal neck diameter. The cause of the stent dislodgement is unknown.